Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra2 meter was reading inaccurately high compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported during (B)(6) 2013 and (B)(6) 2014 the allege issue first began. No blood glucose readings were provided. The patient reported using a combination of oral medications with diet and exercise to manage her diabetes. The patient reported on a daily basis the patient took her metformin 500 mg as usual. The patient reported 30 minutes after the alleged issue occurred she became dizzy and had blurred vision. The patient denied receiving any treatment in response to the alleged issue. At the time of troubleshooting the patient reported using an approved sample site for testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the meter reading inaccurately she was unable to control her blood glucose and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.